Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd nexiva¿ diffusics¿ closed IV catheter system "mom" called the rn to room stating piv leaking. Insertion site intact, dressing intact, no signs of infiltration. Piv leaking on tubing connection to blue part in middle of tube. Piv removed. Lot # as unknown as IV was inserted in ER. There was no report of injury or medical intervention.

Manufacturer narrative:
One used unit was received for analysis. Visual inspection of the unit revealed the extension tubing was broken near the luer adapter, which would have resulted in the reported leakage. We were unable to confirm this issue to the manufacturing process. The leak at the junction of the yellow portion was due to the broken tubing issue. This issue can be caused when the part is clamped near the luer adapter and the tubing breaks with the cured adhesive or can break after repeated bending in the join of the luer adapter, it is not possible confirm this defect as a manufacturing related issue due to the fact that the product is not manipulated in the bonding area. No batch number was provided. Unable to perform qns/ncmr/DHR as the lot number is unknown. No corrective action was initiated since this issue could not be confirmed as manufacturing related issue.